Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail. A surgical procedure was performed in which the device was removed and replaced with no patient complications.